Event description:
During preparation for a cardiopulmonary bypass procedure, no blood flow information was displayed by the flow module. There was no reported adverse consequence to the patient as a result of this event.